Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover released the blue tip. The customer reported no fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The device involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The tip cover was returned with the blue silicone installation piece attached. The tip cover was placed on an in-house golden monopolar curved scissors (mcs) without any issues. The tip cover remained tightly in place and did not fall off. The tip cover fits completely on the mcs, covering the orange tube extension. There was no bulge at the proximal end of the fit. The blue silicone installation piece is not designed to remain attached to the tip cover while in use, but instead is designed only to aid in installing the tip cover. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.